Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('mine migrated down the utreus') and pelvic pain ('I was in so much pain/ I am in so much pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and loss of libido ("im in so much in pain I do not want to have sex recently") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (B)(6)). Essure was removed. At the time of the report, the device expulsion, pelvic pain, loss of libido and weight decreased outcome was unknown. The reporter considered device expulsion, loss of libido, pelvic pain and weight decreased to be related to essure. The reporter commented: left one had 5 coils. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, loss of libido. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media. The case was upgraded from non-serious incident to serious incident. On 20-mar-2020: information received via social media. No new clinical information received on 20-mar-2020: information received via social media. Event " partial expulsion of device¿ was added. Reporter was added. On 20-mar-2020: information received via social media. No new clinical information received. On 20-mar-2020: information received via social media. Event " weight loss¿ was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.